Event description:
During laparoscopic tubal sterilization by electrocautery, it was noted that no thermal spread was occurring with the use of monopolar forceps. The pt grounding pad was found to be detached from the pt. The cautery unit alarm did not sound to alert the situation. Upon sending the involved devices to biomed, it was discovered that this particular grounding pad, although it fits the cautery unit, will render the cautery unit's alarm system nonfunctional. As a result, the pt sustained a third degree burn to the thigh. It was treated with silvadene cream and the pt released.